Event description:
It was reported that the ventilator failed pressure transducer and safety valve tests during pre-usecheck. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pressure transducer and safety valve tests during pre-use check. The conclusion was that the problem was resolved by replacing the pneumatic back-plane printed circuit board pcb. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.